Manufacturer narrative:
A sample has not been received. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.

Event description:
It was reported that while giving a (B)(6) male patient a vaccination injection in his left leg with a bd integra 3 ml syringe w/detachable needle, the nurse noticed that the needle was missing and believed that it had come loose from the syringe and broke. The patient was sent for an x-ray and the x-ray confirmed that the needle was not in the patient's leg.